Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Red status indicator.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The device was returned for red status indicator flashing. The fault was traced back to a failure of transistor q38. The output from the drain of the transistor was measured and found to be inconsistent with that of a known good device.. The faults could not be replicated when q38 was replaced. Furthermore, after replacing q38, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Red status indicator.